Event description:
It was reported patient experienced loss of therapeutic effect six months prior to the neurostimulator (ins) replacement. The patient urinated every couple of hours when the device was working but when the ins battery depleted that patient was in and out of the bathroom every 20-30 minutes getting up to go to the bathroom at night also. It was noted that when patient had the urge to go he had to go right away. The patient turned up the settings but it did not make a difference. It was noted that patient¿s wife mentioned something was wrong. They tested the ins battery and it was depleted. The health care provider told the patient the battery would last 5 years but it only lasted 3 years. The reporter was not sure if the setting was lower or higher. The reporter stated that the patient was seen 3 times by that representative and was told that the issue was the ins battery. Patient thought it was just the battery that was replaced. The health care provider stated everything was perfect. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v802377, product type: lead. Product ID: 3889-28, lot# v802377, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. (B)(4).